Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the identification numbers were not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a physician performed an uneventful myosure procedure for uterine tissue removal and the patient was discharged home. Sometime after the procedure the patient reported back to the hospital with "endometritis and infection". The patient was hospitalized. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Response to FDA request letter received on may 9, 2016: additional information could not be obtained. The facility did not want to provide additional information. The myosure disposable device was not returned therefore. A failure analysis of the complaint device cannot be completed. (B)(4).